Manufacturer narrative:
Correction to g3: date received by MFR - the aware date in the initial MDR should have been 7/9/2021 (previously reported as 7/6/2021). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing and drip chamber were broken in between the assembly. Functional testing was performed including pressure testing and clear passage under water testing, and it was noted that there was a leak between the tubing and drip chamber assembly. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was returned to baxter for evaluation. It was determined that there was a leak between the tubing and the drip chamber. The device showed evidence that it had been used; however, it was unknown if there was a patient involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.